Event description:
Type of procedure or technique used:anterior cervical discectomy and fusion levels implanted: c4/5 it was reported that on an unknown date, post-op, the implant broke. It was reported that two halves of self tapping screws remained in patient. There were patient complications. Patient had a hard time swallowing due to broken plate/screws. Revision surgery was performed as a result of this event in which plate and screws were removed and patient received a pcf for pseudarthrosis.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation is yet to happen. It is difficult to come to a conclusion until results from the device evaluation arrive.

Manufacturer narrative:
Product analysis :visual observation of the returned plate confirmed one of the four nitinol locking rings is broken; the broken off portion of the ring is missing and not returned for analysis. Another of the four nitinol locking rings is fractured. Two of the four returned bone screws are broken, thus potentially allowing additional screw back-out and placing additional stress on the lock washers. Microscopic examination of the fractured rings identified morphology consistent with overload. The above observations are consistent with overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.